Manufacturer narrative:
(Date of event): date of event was approximated to be (B)(6) 2019 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(6). (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a polyform device was used during an anterior and posterior vaginal wall mesh procedure performed on an unknown date. According to the complainant, the patient had mesh infection, mesh exposure in the vaginal wall and vaginal septum. Mesh could not be completely removed in the outpatient department, and since irregular bleeding continued, removal was performed under anesthesia. Anterior and posterior mesh was connected in the vaginal septum. There was infection on the posterior wall mesh. Pus accumulated between the mesh and the vaginal wall. Septum and posterior wall mesh were removed. As for the anterior wall mesh, only the eroded part was removed. After the procedure, there was almost no bleeding observed, and the progress of the patient was good. The mesh exposure treatment course begins with conservative treatment (including the use of estrogens and antibiotics), followed by outpatient removal of the exposed mesh, and progresses to surgical resection and wound closure in the operating room. For this patient, estriol was administered, then mesh removal was performed in the outpatient department, but the bleeding still continued. Since mesh exposure was observed up to the rear part of the vaginal wall, removal was performed under anesthesia.